Event description:
The customer reported that the system would display a communication error code. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's interface and the video controller pcbs were replaced. The system was tested and found to be working as intended and put back into service.